Event description:
I used poligrip and fixodent products from about 2004 to the present. I have tingling and loss of feeling in legs and feet. I lost use of fingers to extend. Blood test indicated low cooper levels. I am disabled with neuropathy and continued medical care and treatment. Dose: denture cream. Frequency: once daily. Route: oral. Dates of use: 2004 - 2009. Diagnosis: denture adhesive cream. Event abated after use stopped: no.